Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system was used to deliver a 27mm watchman laa closure device & delivery system. The closure device was deployed and released successfully. As they were wrapping up, a small pericardial effusion was noted on the echocardiogram. They monitored for a while and ultimately performed pericardiocentesis. They removed 200cc of blood and the effusion was resolved. It was further reported that the patient was doing well and was going to be discharged the next day.